Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed some large air bubbles in the tubing. The customer's blood glucose level was 185 mg/dl. The customer indicated that the cartridge would be changed and insulin delivery would be resumed.